Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was still having right leg pain, which implied the patient never got pain relief. This had been happening since implant, (B)(6) 2016. The patient got an MRI on (B)(6) 2016 and additional information received from the patient's managing healthcare professional reported that lead migration was the cause of the lack of pain relief. A revision was planned for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.